Event description:
It was reported to philips that the device's "electrode plate is ignited." There was no patient involvement.

Manufacturer narrative:
The rse (remote service engineer) spoke with the customer. It was determined that the device is no longer under warranty and the customer was offered a repair quote which was refused. The device remains at the customer site and no further evaluation is warranted at this time.